Event description:
It was reported that during a cardiac cath procedure, the cardiologist used a s'port guide wire to cross the diagonal bifurcation of the left anterior descending. Stenting was done with a drug-eluting stent. This was deployed at 12 atmospheres with the guide wire in the lad. An attempt was made to retrieve the stent delivery system but was unsuccessful due to the retained distal segment of the guide wire being trapped behind the stent. The guide wire was left in the pt and is not expected to cause consequences.